Manufacturer narrative:
Summarized patient outcomes/complications of incidence, causes, correlates, and outcome of bioprosthetic valve dysfunction and failure following transcatheter aortic valve implantation were reported in a research article in a subject population with multiple co-morbidities including coronary artery disease, peripheral artery disease, cerebral occlusive disease, chronic obstructive pulmonary disease, arterial hypertension, atrial fibrillation, diabetes mellitus, hypercholesterinemia, pacemaker, angina, syncope, left ventricular dysfunction, mitral regurgitation, tricuspid regurgitation. Some of the complications reported were valve-in-valve (surgical intervention), stroke, bleeding, permanent pacemaker implant, acute kidney injury, paravalvular leak, malposition, embolization, thrombosis, endocarditis, angina, syncope these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, "incidence, causes, correlates, and outcome of bioprosthetic valve dysfunction and failure following transcatheter aortic valve implantation", was reviewed. The article presented a prospective single center study to assess incidence, correlates, causes, and outcome of early to mid-term bioprosthetic valve dysfunction (bvd) after transcatheter aortic valve implantation (tavi) in relation to patient¿s life expectancy. Devices included in this study were sapien, sapien 3/ultra, sapien xt, symetis, portico, corevalve evolut r/pro. The article concluded, early to mid-term bvd after tavi occurred at the same rate across the spectrum of life expectancy and was associated with increased mortality in patients with short but not in those with the longest life expectancy. [The primary and corresponding author was julia mascherbauer, department of internal medicine ii, medical university of vienna, vienna, austria, with a corresponding email: julia.mascherbauer@meduniwien.ac.at].